Event description:
Doctor reported that during uncovering both healing collars could not be screwed in the implants threads (maybe threads problem of implant). Procedure was completed using other healing collars but only temporary. Tooth location: 36.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One healing collars (hc565 & hc563) were returned for investigation. Visual evaluation of the as returned products identified damage around the threads. Functional testing was performed using an applicable in-house implant. The devices could not be threaded fully into the implant due to thread damage. Device history record (DHR) review for the lots (2020031535 & 2021020192) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2020031535 & 2021020192) for similar events (complaint category keywords: does not seat) and no other complaint was identified. Therefore, based on the available information, healing collar malfunction did occur and the reported event was confirmed.